Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a rapid heart rate. It was also reported that the right ventricular (rv) lead exhibited high thresholds and was unable to capture in the unipolar configuration. Chest x-ray was recommended by the physician. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.